Event description:
As noted in a literature article, a patient underwent a staged percutaneous coronary intervention (pci) to the right coronary artery (rca) using repeat right radial access, one (1) week after the primary pci of the left anterior descending artery (lad). The procedure was uneventful, and lasted for eighteen (18) minutes. Despite receiving 10,000 u of unfractionated heparin (ufh i.e. 100 u/kg), his act at the end of the procedure was only 157 sec. Subcutaneous administration of ufh was suspected. He was given an additional 3,000 u of ufh but patient hemostasis could not be obtained. Duplex ultrasound confirmed total radial arterial thrombosis over a 5-mm segment at puncture site. The patient was discharged home with a recommendation to compress the ulnar artery overnight, and low molecular weight heparin (lmwh) was prescribed for one (1) week. The patient presented ten (10) days later to the emergency room with a painful right hand. Duplex ultrasound confirmed persisting radial artery occlusion (rao). There was no evidence of hand ischemia. The pain improved with non-steroidal inflammatory agents but the patient still complained of mild persisting pain. Therefore, he was scheduled for mechanical retrograde recanalization. This was performed successfully using a multipurpose catheter and a retrograde approach to aspirate the radial arterial thrombus. To maintain radial artery patency during hemostasis, ulnar compression was maintained throughout until radial artery hemostasis was completed. Post-hemostasis duplex ultrasound confirmed radial artery patency with residual thrombus, which almost completely disappeared one (1) week later while the patient had been maintained on lmwh therapy. The patient¿s symptoms completely vanished. No additional information is available.

Manufacturer narrative:
As noted in a literature article, a patient underwent a staged percutaneous coronary intervention (pci) to the right coronary artery (rca) using repeat right radial access, one (1) week after the primary pci of the left anterior descending artery (lad). The procedure was uneventful, and lasted for eighteen (18) minutes. Despite receiving 10,000 u of unfractionated heparin (ufh i.e. 100 u/kg), his act at the end of the procedure was only 157 sec. Subcutaneous administration of ufh was suspected. He was given an additional 3,000 u of ufh but patient hemostasis could not be obtained. Duplex ultrasound confirmed total radial arterial thrombosis over a 5-mm segment at puncture site. The patient was discharged home with a recommendation to compress the ulnar artery overnight, and low molecular weight heparin (lmwh) was prescribed for one (1) week. The patient presented ten (10) days later to the emergency room with a painful right hand. Duplex ultrasound confirmed persisting radial artery occlusion (rao). There was no evidence of hand ischemia. The pain improved with non-steroidal inflammatory agents but the patient still complained of mild persisting pain. Therefore, he was scheduled for mechanical retrograde recanalization. This was performed successfully using a multipurpose catheter and a retrograde approach to aspirate the radial arterial thrombus. To maintain radial artery patency during hemostasis, ulnar compression was maintained throughout until radial artery hemostasis was completed. Post-hemostasis duplex ultrasound confirmed radial artery patency with residual thrombus, which almost completely disappeared one (1) week later while the patient had been maintained on lmwh therapy. The patient¿s symptoms completely vanished. No additional information is available. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Arterial thrombosis is a known complication of interventional procedures. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this file.